Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with the infusion set as the adhesive was not sticking after being used for one day. Patient's mother was able to change site successfully and resumed all insulin deliveries. No further information available.